Event description:
A customer reported a patient sample ID from a single patient sample run on a vitros 5600 integrated system was associated with the incorrect patient name. Mis-associated patient results may lead to inappropriate physician action. The discrepancy was identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the incorrect tests were run on a single patient sample and the results obtained were mis-associated with an unintended patient. The event in question occurred when using a vitros 5600 integrated system.the investigation could not determine the assignable cause based on the information provided. However, user error due to improper re-use of sample ids or a transient vitros instrument issue cannot be ruled out as potential contributing factors. Ocd assisted the customer in configuring the sid auto deletion feature on the vitros instrument, where applicable, to help prevent reoccurrence of the issue.the vitros 5600 system is currently performing as expected.the assignable cause of the event is unknown.